Event description:
A talent captivia thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured descending thoracic 6.5 cm in diameter thoracic aortic aneurysm. The vessel morphology was reported as straight forward. The patient presented emergently unresponsive with a ruptured thoracic aneurysm and blood pressure of 40. The stent graft was implanted without issue however the patient had lost too much blood prior to stent graft implantation, and the patient expired.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). Patient's condition -- predisposed event (pre-operative rupture). Unapproved use of device (implantation of the device for a pre-existing rupture). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (pre-operative rupture). User error contributed to event (implantation of the device for a pre-existing rupture).